Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up and check therapy pad messages) was isolated to no output on the u608 on the computer/analog pca. Additionally, there was contamination on the pcbs. The root cause for the defective u608 and contamination could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor will not power up and experiencing check therapy pad messages.